Event description:
The article, "impact of burden and distribution of aortic valve calcification on the hemodynamic performance and procedural outcomes of a selfexpanding, intra-annular transcatheter aortic valve system", was reviewed. The article presented a prospective, single center study to evaluate the impact of aortic valve calcification (avc) burden and distribution pattern on the occurrence of paravalvular leak (pvl) and conduction disturbances requiring permanent pacemaker implantation (ppi) in a prospective series undergoing transcatheter aortic valve implantation (tavi) with the intra-annular, self-expanding portico device. Devices included in the study were solely portico valves. The article concluded that this study demonstrated that avc significantly influences the performance of the self-expanding, intra-annular portico valve system. Therefore, a higher calcium burden is associated with an increased risk of pvl and conduction disturbances needing ppi. Interestingly, the impact of left ventricle outflow tract (lvot) calcifications seems less relevant than annular calcifications on the occurrence of these complications. [The primary and corresponding author was gian paolo ussia, fondazione policlinico universitario campus bio-medico, via alvaro del portillo, 200 - 00128 roma, italy, with corresponding email: g.ussia@unicampus.it]. The time frame of the study was from november 2019 to december 2022. A total of 103 patients were included in the study, of which all received an abbott device. The average age was 82.7 years and majority gender was female. Comorbidities included hypertension, dyslipidemia, diabetes mellitus, prior myocardial infarction, prior percutaneous coronary intervention, prior bypass surgery, prior permanent pacemaker implant, prior intracardiac defibrillator, prior stroke, peripheral artery disease, coronary artery disease, chronic obstructive pulmonary disease, and atrial fibrillation.

Manufacturer narrative:
The device was not returned for analysis. The device history record (DHR) and complaint history reviews were not performed because this complaint was based on an article review and no lot information was provided. Based on available information and due to the limited information available from the article, the root cause of the reported pvl and device migration could not be conclusively determined. The reported death, stroke, myocardial infraction, hemorrhage, renal failure, heart block, and arrhythmia could not be determined. Unexpected medical intervention and surgical interventions were result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Attachment: article title: impact of burden and distribution of aortic valve calcification on the hemodynamic performance and procedural outcomes of a selfexpanding, intra-annular transcatheter aortic valve system.